Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse contacted technical support after confirming error 311 in the logs. The fse attempted to program the system to prevent it from running the golden images. The system was power cycled 10 times to ensure it did not revert to the golden image. The system was reprogrammed and restarted in normal mode 10 times, with no return of system errors. Configuration control module (ccm) files were uploaded, and the system was test-driven with both surgeon consoles connected. The system was operating properly and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that the customer contacted the technical support engineer (tse) to report that the system is encountering a 311 error. The customer stated that they have attempted to power cycle the system 5 times already, but the error keeps returning. The tse recommended a hard power cycle of the system. The customer performed power cycling, but the error immediately returned. The system not connected to onsite, and the tse requested a picture of the logs (see attached). The customer was setting up for tomorrow and would like the field service engineer (fse) to reach out to schedule maintenance. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement. The issue was noticed on the day prior to case, during robotic set up.